Manufacturer narrative:
Customer is claiming false positive for flu b because they tested positive for flu b using the ihealth flu a&b/covid-19 3-in-1 rapid test, then tested negative at their health care provider and with a different brand test (flowflex). The dates for testing were: on (B)(6): flow flex plus tests (2 total) were negative for covid & flua/b. On (B)(6): ihealth tests (3 total) were negative for covid & flu a, positive for flu b. On (B)(6): pcr test at (B)(6) was negative for covid & flua/b. All ihealth test strips purchased from amazon and cvs tested flub positive, the test kits that she purchased from amazon has discarded, didn't has lot number. Lot number of the test kits purchased from cvs were 242cf10806. The type of test performed at their health care provider was a pcr test. The manufacturer retested the lot: (242cf10806) with flub negative samples, no false positive for flub were detected. If more feedback is received in the future, we will continue to investigate and submit a follow-up report.

Event description:
Event details: I did an at home test for covid, flu a flu b and it was all negative, then second day, I tested again, I wasn't feeling sick, but I tested just to make sure, I used one of your ihealth test kits, and it came back with flu b positive. So, I tested, I went to the store, cvs and bought two more, and so, both of them, all three came back positive, then I went and bought a flow flex test kit and that came back negative. So, then I drove 5 hours, home, and went to (B)(6) and had a pcr test done, the pcr test came back, and all results are negative.